Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error which was reproduced at start up. System error 105 was also confirmed through the event history log and caused by severed motor mount screws. The failed motor assembly and screws were replaced.